Manufacturer narrative:
Reported event: an event regarding elevated metal ions involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated metal ions is considered to be under the scope of this recall. No further investigation is required. Not returned to the manufacturer.

Event description:
It was reported that the patient is asymptomatic. Additional information received from legal on (B)(6) 2020: plaintiff was implanted with a rejuvenate modular hip stem on his right hip on (B)(6) 2011. Bloodwork revealed elevated levels of cobalt and chromium. Plaintiff has not yet been revised.

Manufacturer narrative:
Reported event: an event regarding elevated metal ions involving a rejuvenate modular device was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. -device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated levels of cobalt and chromium is considered to be under the scope of this recall. No further investigation is required. H3 other text : device not returned.

Event description:
It was reported that the patient is asymptomatic. Additional information received from legal on 8/19/2020: plaintiff was implanted with a rejuvenate modular hip stem on his right hip on (B)(6) 2011. Bloodwork revealed elevated levels of cobalt and chromium. Plaintiff has not yet been revised.